Event description:
A #7 shiley xlt proximal cuffed trach was placed at another local hospital. At this hospital while removing the inner cannula to clean, it was reported that two pieces of the blue connector molding broke off from the outer cannula. The two pieces were found in the patient's bed. The patient did not have to be re-intubated. It was reported that medically, the patient is very sick. It does not appear that this issue has caused any additional problems.